Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the legal representative stated severe pain with daily activities and dyspareunia, mesh exposure, erosion. Vaginal prolapse, urinary incontinence, physical deformity, the loss of the ability to perform sexually. Portion of mesh excised and removed on (B)(6) 2011 for exposure and (B)(6) 2018 for exposure and erosion.